Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes. Investigation summary: received a 22ga iag bc catheter-adapter assembly with no packaging material. DHR review shows a total of (B)(4) units were manufacture on afa line 12 starting on 24feb18 through 25feb18. All challenge, set-up and in process samples were performed according to the quality control plan and all passed per specification; no quality notifications were initiated during production. Visual examination/microscopic: traces of patient residue (blood) was observed throughout the unit. The catheter of the received unit revealed damage (v shaped cut) at its tip . The ¿white deposit¿ mentioned by the customer could not be found. It is uncertain whether the damage (v shaped cut) found in the catheter tip was caused by manipulation of the device prior/during insertion or by the manufacturing process. Where the defect occurred (user or manufacturing) is indeterminate as the units received had been open. The damage found on the catheter tubing could be a contributor for threading difficulty experienced by the customer. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was difficult to mount in the vein. Two persons noted a white deposit on the catheter which prevented catheter insertion. The deposit was no longer visible on the catheter once removed. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was difficult to mount in the vein. Two persons noted a white deposit on the catheter which prevented catheter insertion. The deposit was no longer visible on the catheter once removed. No serious injury or medical intervention was reported.